Manufacturer narrative:
Concomitant medical products cont: 4968-6 lead; 67010 heart band, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant, the right atrial (ra) epicardial lead measured low p-waves. The lead remains in use. No patient patient complications have been reported as a result of this event.